Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The disposable perforator (ID 261221) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is incorrect fit between the hudson driver and perforators body. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported a disposable perforator (ID 261221) did not stop automatically when it meets no resistance during surgery. No patient injury was reported, and the event did not led to surgical delay. The patient is good. The drill used was electric medtronic. The perforator clicked in place in the drill, and the recommended spring tests were being performed between each burr hole. A perpendicular approach was maintained through the drill process. There was a constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.